Manufacturer narrative:
Product event summary: analysis found the device failed on battery removal time (too short) due to defective super capacitors (worn out). Analysis also found both bail covers were cracked, the lower case was broken, and the attachment ring was bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.